Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter allegedly ruptured at 18 atm. Reportedly, the procedure was completed with another pta balloon catheter. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The device was attached to an in-house inflation device and was inflated. However, a leak was noted in the balloon. The fibers were stripped from the balloon and a longitudinal rupture was identified. Therefore, the investigation is confirmed for a longitudinal rupture. The definitive root cause for the identified longitudinal rupture could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 08/2020). (B)(4).

Event description:
It was reported that the pta balloon dilatation catheter allegedly ruptured at 18 atm. Reportedly, the procedure was completed with another pta balloon catheter. There was no reported patient injury.